Event description:
Reference number (B)(4) event occurred in the united states. On (B)(6)2024, it was reported that patient faced 2 infusion sets cannula kinked after 3 or more hours of insertion. There were two dates of events first one on (B)(6)2024 and 2nd event on (B)(6)2024. Insertion site for first event was lower back and for 2nd event was upper buttocks. . Infusion set had been used for 1.5 to 2 days for 1st event and 15-18 hours for 2nd event. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2